Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the user cannot enter the main screen. There was reportedly no patient involvement. The customer initially requested support. However, the customer later refused any servicing since the device was now working. The resolution and cause of the problem are not known. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The rse contacted the customer, however, we are unable to confirm the final disposition of the device because the customer did not respond to requests for information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.